Manufacturer narrative:
The patient had initially reported significant pain relief during the trial and at the time of system activation, reducing pain from 7/10 down to 1/10. Upon reaching out for an update on patient status, the firm was informed by the physician that the patient reported inadequate pain relief and dissatisfaction with wearing an external device. The patient had participated in both a trial implant and a wear experience in which the external wearable was introduced and the patient elected to move forward with the permanent implant. Throughout the trial and after implanting the permanent system, the patient had reported a reduction in pain levels, with the highest pain reported as 4/10. The patient was offered reprogramming to improve therapy and declined. There is no indication of any system or component failure, as evidenced by pain reduction throughout the experience. Cause of patient dissatisfaction is unclear with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024, after successfully completing a trial implant and a wear experience with nalu. The system was activated on 01/09/2024. Prior to the implant, the patient reported 7/10 pain in the lower back area. During the trial implant and upon activation of the permanent system, patient reported pain levels as 1/10. On 03/10/2024 the patient completed a survey and stated pain levels over the previous 48 hours were average of 4/10 and that there was no change or improvement in daily activities since implanting the system. Patient was offered reprogramming to attempt to improve pain relief however the patient declined all troubleshooting and requested to remove the system. On 07/29/2024 a representative of the firm reached out to the provider for an update and on that date became aware that a full system explant had taken place on (B)(6) 2024.